Event description:
It was reported an bd vacutainer® eclipse¿ blood collection needle experienced safety shield failure - e.g. Shield breaks off from needle during use. The following information was provided by the initial reporter: "when a blood sample was drawn and the needle was secured on a hard surface, the safety device disengaged from the needle and was ejected. In order not to prick himself, the ide had to drop the needle quickly. "

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/13/2020. H.6. Investigation: bd received 1 samples and 1 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective locking mechanism with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through a corrective and preventive action (CAPA#1465371).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported an bd vacutainer® eclipse¿ blood collection needle experienced safety shield failure - e.g. Shield breaks off from needle during use. The following information was provided by the initial reporter: "when a blood sample was drawn and the needle was secured on a hard surface, the safety device disengaged from the needle and was ejected. In order not to prick himself, the ide had to drop the needle quickly."